Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad is intermittently responding and then hypersensitive. This issue was noticed about a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: there was no visible damage to the keypad. The down arrow and ok buttons had an intermittent response. The ok button was hypersensitive when pressed. The up arrow and contrast buttons responded properly. The ok button contact was observed to be misaligned when the keypad was removed. Contamination was observed under all of the button contacts.